Event description:
Part was returned as an obvious explant with damage about the inserter hole.

Manufacturer narrative:
Parts were returned without return authorization and repeated attempts to contact the distributor have not yielded the required info to adequately complete this report. As the info is obtained, this report will be updated and resubmitted. Evaluation summary: part was returned in an uncleaned state as an obvious explant. Explant was initially examined through the specimen container by product development engineers and was then cleaned and disinfected by ortho development. The part was then visually re-examined by product development engineers. The inserter hole, which is designed for use with an ortho development designed instrument to facilitate the placement of the implant into the spinal disc area, was obviously modified by enlarging and tapping the inserter hole. Additionally, the implant was fractured at the inserter hole. This damage suggests that this part was modified after it was sold by ortho development and this modification of the implant caused the inserter hole to fracture. To date, no adverse effects to the pt have been reported.